Manufacturer narrative:
The device was evaluated. Evaluation found foreign object in the device z-block . Based on the results of the investigation, the root cause could of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during device evaluation that there were foreign objects in the z-block (c-body) distal end. There was no patient involvement.